Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was experiencing high impedances on the left lead and as such surgical intervention was undertaken wherein the lead was replaced and therapy was restored.

Manufacturer narrative:
Correction: section d2a. Initially reported on model: 6173, sn: (B)(6), lot number: 7859369. Corrected model: 6371, sn: (B)(6), lot number: 7389906.

Event description:
Additional information received indicated it was left extension replaced and not the left lead as initially reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.